Event description:
The physician attempted to use a neuron 070 but when inserting the catheter into the sheath, found that the introducer provided was too small for the neuron and it pinched the end for the catheter. He then opened another neuron 070 and the same thing happened. This MDR is associated with MDR 3005168196-2010-353.

Manufacturer narrative:
Technical evaluation: the first unit was ovalized and flattened on ths distal tip. The second unit was also ovalized and had single axis bends on the distal tip. There were other kinks visible on the proximal shaft as well as a 45 degree bend in the strain relief, but these appear to be artifacts of post-incident handling. Conclusion: the incident is confirmed but not as reported. The kinking at the distal ends of the catheters would have prevented their passage into the introducer sheath. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated (B)(6), 2009.